Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump squirts insulin. Customer¿s blood glucose level was unknown. Customer also stated that the insulin pump had unexplained no delivery alarms. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or prime or fill anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. (B)(4).